Event description:
It was reported that customer called needing assistance changing the language on the insulin pump. During the call, the insulin pump showed an alarm. Customer could not describe the exact alarm. Customer was advised to revert to a back up plan until tomorrow. Customer stated he will see the doctor for assistance and will call back after the appointment. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).